Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while using his olympus 550 micron tfl single-use fiber, the staff could smell something burning. Reportedly, the laser operator noticed the laser firing on the floor. According to the initial reporter, the laser was put on standby immediately. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. The customer reported this event to (B)(6).

Manufacturer narrative:
Correction: UDI. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The device for this complaint was not returned for evaluation and the damage to the fiber could not be confirmed. Based on the information provided such as the aiming beam being present during the procedure and the device breaking near the end of the procedure the probable cause for this failure is due to the fiber breaking as the result of user mishandling. The fire is the result of the energy provided by the laser console escaping the break and igniting the fiber coating. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the device was inspected prior to use. The event was observed as the procedure was ending. The procedure was completed with the laser. There was no delay in the procedure and there were no adverse effects for the patient. The event did not impact the outcome of the procedure.